Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the image is not displayed due to failure of charged-coupled device (ccd). About the cause of occurrence of failure of the charged-coupled device (ccd), it is likely that water penetrated from the cut on the cable, and it failed. The event can be detected/prevented by following the instructions for use which state: "never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head". Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the hd autoclavable camera head displays a distorted image, creating a sandstorm. The issue was found during inspection for use for an unknown procedure. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The evaluation found a sudden loss of field of view due to imaging system component failure. Furthermore, the following additional issues were identified during inspection: scratches on the head switch, loose head scope mount, head part scope mount bend, poor water tightness due to cable damage, cable part twist, and corrosion of electrical contacts on connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.